Event description:
(B)(6) study: it was reported that left bundle branch (lbbb) and complete heart block occurred. Procedure summary: prior to the index procedure, heparin or other anticoagulant was given and the subject was not on a prior regimen of aspirin or any other antiplatelet medications at the time of index procedure. The subject received a loading dose of 325 mg of aspirin. A lotus introducer was placed and then the aortic valve was treated deployment of a 27 mm lotus edge valve. Successful repositioning of the 27 mm lotus edge valve involved complete re-sheathing of the 27 mm lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. Post procedure summary: one (1) day post index procedure, the subject developed left bundle branch block (lbbb). No diagnostic procedure and no action were taken to treat the event. Three (3) days after index procedure, subject developed complete heart block. No diagnostic procedure was performed for the event. The hospitalization was prolonged, and a new permanent pacemaker implantation was recommended. A dual chamber permanent pacemaker was implanted. The event was considered recovered/resolved.

Event description:
Reprise IV study. It was reported that left bundle branch (lbbb) and complete heart block occurred. Procedure summary: prior to the index procedure, heparin or other anticoagulant was given and the subject was not on a prior regimen of aspirin or any other antiplatelet medications at the time of index procedure. The subject received a loading dose of 325 mg of aspirin. A lotus introducer was placed and then the aortic valve was treated deployment of a 27 mm lotus edge valve. Successful repositioning of the 27 mm lotus edge valve involved complete re-sheathing of the 27 mm lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. Post procedure summary: one (1) day post index procedure, the subject developed left bundle branch block (lbbb). No diagnostic procedure and no action were taken to treat the event. Three (3) days after index procedure, subject developed complete heart block. No diagnostic procedure was performed for the event. The hospitalization was prolonged, and a new permanent pacemaker implantation was recommended. A dual chamber permanent pacemaker was implanted. The event was considered recovered/resolved. It was further reported that the baseline electrocardiogram (ECG) revealed normal sinus rhythm. The lbbb event was considered resolved. At the time of the complete heart block event, the subject was on aspirin. On (B)(6) 2019, event ECG revealed sinus rhythm with high grade atrioventricular block.